Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The catheter was returned with the monoject 3ml limited volume syringe attached to the gate valve. The balloon inflated clearly and concentrically and leakage was not observed. The syringe was found to function properly, and does pull air from the balloon when the syringe is pulled back. Note the balloon does not fully deflate with the syringe attached. The balloon deflated in less than 2 seconds without the syringe attached, which is within the allowable specification. All through lumens were found to be patent and did not leak. The catheter body was found to be in good condition, there were no kinks or indentations observed. A review of the manufacturing records indicated that the product met specifications upon release. The IFU provides the following guidance for deflation: "passively deflate the balloon by removing the syringe from the gate valve." Although the circumstances of use are not known in this case, device handling may have contributed to the event. No actions will be taken at this time. Correction: lot number added.

Event description:
As reported, the swan-ganz catheter did not deflate passively during pre-use testing. It has not yet been confirmed whether or not the syringe was actually removed from the gate valve, as directed in the instructions for use.